Manufacturer narrative:
Retainer = black. Customer returned pump for alleged moisture exposure and unresponsive keypad found on (B)(6) 2021. The pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test, download trace and history files using thump, or verify unresponsive keypad due to the blank display. The pump was cut open to perform visual inspection. Heavy corrosion/moisture damage was found the electronic assembly (pcba 1 and pcba 2), the vibrate harness assembly and rust/corrosion on the motor and force sensor. The j6 connector was also found to be broken off of pcba 1 due to the heavy corrosion. A test pcba 1 was swapped out, cleaned pcba 2 with isopropyl alcohol, and the blank display persist. Blank display is due to corrosion/moisture damage on the electronic assembly (pcba 1 and pcba 2). The following were noted during physical inspection: scratched case and pillowing keypad overlay. A test p-cap does lock into place inside the reservoir compartment properly. The pump was received with a blank display due to corrosion/moisture damage on the electronic assembly (pcba 1 and pcba 2). Unresponsive keypad is unknown and unable to download the trace and history files due to the blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had received button error. The insulin pump was exposed to water. Customer stated that they had shaken the pump and heard fluid. The insulin pump had fluid under the compartment and display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.